Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia : the cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported that during impella 5.5 support, the patient was listed status 2 for a transplant and coded. The patient went into ventricular tachycardia and one round of compressions and shock were given before achieving return of spontaneous circulation. The impella was pulled back to two centimeters after the code.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.